Event description:
In 2008, the pt underwent surgery with the fibula plate and screws. The fracture healed. In 2009, the surgeon tried to extract the plate and screws. However, the surgeon found that the most distal cancellous screw broke. The surgeon extracted the plate and broken screw. All implants were removed, and wound was closed.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.